Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional report "a unilateral right side capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, deformation and voids in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Device has been explanted.